Event description:
It was reported the pt had fallen in (B)(6) 2013, (reference MFR report: 1627487-2013-12374). After the fall, the pt had trouble charging her ipg. X-rays revealed the pt's ipg and at a slant which may be a result of the fall. Follow-up info identified the pt underwent a surgical procedure on (B)(6) 2013 to have her ipg repositioned. During the procedure, the physician noted the ipg had been damaged, the set screw had broken off and the physician opted to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.